Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that some hours after the cannula was positioned, air leakage was observed from the inflating line of the pilot balloon. A non-routine replacement of the tube was required.